Event description:
On (B)(6) 2013, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, prior to the iliac extender component being introduced into the patient, the gore dryseal sheath featuring hydrophilic coating (dsl1228/11577693), slipped out of the percutaneous entry. The physician was unaware until the patients blood pressure dropped. Retroperitoneal bleeding that required one unit of blood products. The gore dryseal sheath was inserted back into the patient and the case concluded with no further incident. The patient tolerated the procedure.